Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that after receiving a motor error alarm, a no delivery alarm was received. Customer's blood glucose was 272 mg/dl. After troubleshooting, no delivery alarm was cleared with a reservoir change. Customer was advised that reservoir would be replaced. No further information provided.